Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient finished a 10-day sensor session and inserted a new sensor. This sensor failed during warm-up and was the patient¿s last sensor, therefore, the patient reported not being able to monitor her bg level. The patient could not recall her last known cgm value from her previous sensor session. The patient was wearing an omnipod insulin pump. At an unspecified time later the same day, the patient started to have blurry vision, dizziness, nausea, and began vomiting. No medication or treatment was provided to the patient at home. The patient¿s son brought her to the emergency room (ER). At the ER, the patient¿s bg level was 950 mg/dl and she was diagnosed with dka. The patient was treated with IV insulin and was discharged on (B)(6) 2026 with a bg meter reading was 130 mg/dl. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.